Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 02-dec-2024. The blockage was in the tube. The blood glucose level was 389 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.